Event description:
The customer reported that the system was down. It is likely it failed to generate fluoroscopy x-ray. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.